Event description:
It was reported while testing for sars cov-2 a discrepant result was obtained. Visually the customer reported 2 lines above and below the "t" on device and analyzer shows negative. Confirmatory testing was not performed. There was no report of patient impact. Eua (B)(4).

Manufacturer narrative:
H6: investigation summary this statement is to summarize the investigation results regarding your complaint that alleges invalid result results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0328057. Bd quality performs a systematic approach to investigate invalid result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. A batch review was performed for the number provided. The reported issue was unable to be confirmed. The retention testing could not be tested as they are expired. Returned product testing could not be completed a samples are expired. There are no current trends against invalid results. However, the returned photographic evidence provided confirms the customer's report of invalid results. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 a discrepant result was obtained. Visually the customer reported 2 lines above and below the "t" on device and analyzer shows negative. Confirmatory testing was not performed. There was no report of patient impact. Eua # (B)(4).